Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava, proximal portion of the filter lies approximately 1.8 cm above the left renal vein and struts perforated beyond the inferior vena cava wall. Approximately eleven years and six months post vena cava filter deployment, a computed tomography scan demonstrated a detached filter strut extended into the pancreatic head and uncinate process region and one strut abutted the medial wall of the duodenum. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years later, computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter at the level of l1-l2 at the level of left renal vein. Inferior vena cava filter at the level of left renal vein that projects over l1 and l2. After two years and nine months, computerized tomography chest without contrast scalogram fibrotic changes left hilar region to the inferior vena cava filter. Suggestion of one of the legs of the inferior vena cava filter extends through it the inferior vena cava wall into the adjacent retroperitoneum as seen imaged 73. After two years and nine months, the patient presented with right flank pain. A computerized tomography abdomen without contrast showed inferior vena cava filter with prong located within the omentum or small bowel. Infra renal inferior vena cava filter was seen. Fractured strut from the inferior vena cava filter was displaced anteriorly within the region of the pancreatic head and uncinate process. After one week, review of the computerized tomography scan showed fractured strut of the inferior vena cava filter with penetration into the pancreas. After three weeks, computerized tomography abdomen/pelvis with contrast showed an inferior vena cava filter was in place. The proximal portion of the filter lies approximately 1.8 cm above the left renal vein (image 114, series 2). Multiple prongs of the filter extend beyond the wall of the inferior vena cava, most notably, one prong extends into the head of the pancreas (image 105, series 2) and another prong abuts the medial wall of the duodenum (image 106). After one-month, computerized tomography venogram showed no thrombus around the inferior vena cava filter patent inferior vena cava. After one month, patient recently had right flank and abdominal pain. Patient had computerized tomography scan which showed that the inferior vena cava strut has migrated into the pancreatic head and uncinate process. After one-year, computerized tomography abdomen and pelvis w/o contrast showed that an inferior vena cava filter was noted. The limbs of the filter were seen to puncture and extend beyond the inferior vena cava walls. One of these limbs seems to be penetrating the soft tissue just anterior to the inferior vena cava, either the duodenum or the pancreatic head, unable to distinguish. After three months, computerized tomography abdomen without contrast showed that presence of inferior vena cava filter at the level of l2 and lower l1 with the proximal end in the vena cava above renal vein. The filter was slightly angulated to the right side but acceptable, 6 degrees. Therefore, the investigation is confirmed for the alleged filter detachment, perforation of the inferior vena cava and filter migration. However, the investigation is unconfirmed for the alleged filter tilt as the filter was slightly angulated to the right side but acceptable, 6 degrees. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately eleven years six months post vena cava filter deployment, a CT scan demonstrated a detached filter limb within the region of the pancreas. There was no reported retrieval attempt. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc, proximal portion of the filter lies approximately 1.8 cm above the left renal vein and struts perforated the ivc wall and one detached strut extended into the pancreatic head and uncinate process region and one strut abutted the medial wall of the duodenum. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter limb detachment, filter limb perforation and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eleven years six months post vena cava filter deployment, a CT scan demonstrated a detached filter limb within the region of the pancreas. There was no reported retrieval attempt. The patient status was not provided.